Event description:
Customer reported low blood glucose symptoms with a result of 200 mg/dl obtained on the aviva system. Customer ate glucose, and re-tested 20 minutes later on the aviva system: 508 mg/dl, 239 mg/dl, and 176 mg/dl. These results were obtained within 10 minutes of each other. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).